Event description:
Per the clinic, the patient developed skin overgrowth on the abutment. Subsequently, on (B)(6) 2025, the patient underwent an abutment replacement procedure under general anesthesia. A skin revision was also performed using silver nitrate cauterization to remove the skin and bone overgrowth.